Manufacturer narrative:
Uromedica received information related to this adverse event from an inquiry by an (B)(6) employee regarding coding. The inquiry indicated that two proact implants had been explanted from a patient due to migration of the balloons, which necessitated explant. The explant was followed up with placement of two new proact implants in same procedure.

Event description:
A report was received that there was migration of the balloons, necessitating explant, in a male implanted with a uromedica proact device. The balloons were explanted and new ballons were implanted during the same procedure.